Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that his wife noticed he was unresponsive and she called the paramedics. The customer stated that he had lowered the basal to 0.6 units the day before. Troubleshooting was performed. The time and date on the insulin pump were correct. Ran a displacement test and the device passed the test. No further information was reported.